Event description:
It was reported that the needle was inserted into the pt's right internal jugular, then the spring wire guide (swg) was inserted through the needle. When the doctor was attempting to remove the needle over the swg. She noticed, the swg was "sheared" on the opposite end of the wire preventing her from advancing the needle back over the swg. No pieces of wire broke off. As a result, a new kit was opened and a new insertion was completed without issue. There was a 10 minute delay; however, there was no reported death or complications to the pt. Additional information received on (B)(4) 2011 from the (B)(4) of clinical support, training and development, (B)(4) reported the swg was torn/cut, however, not broken off.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.